Manufacturer narrative:
Conclusion: the device history record and associated sterilization lot was reviewed and showed that this device met all manufacturing specifications for final product released for distribution. No issues were identified that would have impacted this event. Endocarditis cases that occur within two months after the procedure are known as early prosthetic-valve endocarditis and are usually acquired while the patient is in the hospital (nosocomial infection). These cases may also be due to introduction of the microorganism during the implant procedure. Medtronic manufactures all their products per validated and released manufacturing processes and their devices meet all applicable m anufacturing specifications prior to release for distribution. Sterilizing solution, used in the manufacturing process, has a rapid anti-microbial kill on the microbial flora. The device has been sterilized using liquid chemical sterilants according to en/iso 14160. Based on the literature and review of manufacturing process controls, it is concluded that the prosthetic valve endocarditis can be caused by various procedural and patient related factors and is often not attributable to the manufacturing or sterilization processes of the actual implant device. Based on the above investigation, it is unlikely that the endocarditis was attributed to the device or the manufacturing process. In this case, no treatment was reported. No adverse patient effects were reported. This event does not indicate device misuse or malfunction. Trends for these event types are being assessed and no further action is recommended at this time. Updated data: method, results, and conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately fifty days following the implant of this transcatheter bioprosthetic valve, endocarditis was reported. It was reported that vegetation had formed on the valve, which subsequently embolized to the patient's brain. No treatment was reported. No additional adverse patient effects were reported.